Event description:
It was reported that a patient underwent a idiopathic ventricular tachycardia procedure (idvt) with a carto 3 system and a map shift occurred. After mapping with the optrell catheter, the ablation was placed into the heart. The earliest point on the ablation catheter was approximately 15 mm outside of the map that was created via fam (fast anatomical mapping). There were errors were seen on the carto 3 system and no learn new message was ever displayed. The patient was not cardioverted between mapping and ablation. The issue was reported to have happened during previous cases. The medical team remapped the chamber to confirm accuracy. The case continued. No patient consequences were reported.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4. Primary UDI number and h4. Device manufacture date were obtained. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
It was reported that there was a map shift of approximately 15 mm on the carto 3 system. There were no error messages and no cardioversion. An investigation was initiated by the manufacturer to investigate the issue. During the investigation, the data from the hospital was received and reviewed. According to the data, it was found that there was an error on the carto 3 system notifying the user of high metal values. In addition, it was found that the patient also moved. According to carto 3 instructions for use: "when the relative position between the patches remains the same but the position of the heart relative to the back patches has changed (for example, after repositioning the patient's head on a pillow or moving the patient's arm without changing the patient's position on the mattress, or after the patient is cardioverted), the system will not give a warning and an incorrect map (map shift) might be generated." Issue is related to user error. The history of customer complaints reported during the last year and associated with carto 3 system (B)(6) was reviewed. No similar additional complaint was found. A manufacturing record evaluation was performed for the carto 3 system (B)(6), and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).